Event description:
The MFR rep reports a surgical complication occurred on the same day of product implantation in 2007. The report provided by the rep indicates the pt experienced a post-operative blood clot located above the lead incision site that required removal. The device was placed and retreived on the same day. The pt experienced post-operative complications of reported numbness and paralysis in the legs and was unable to walk following placement of the spinal cord stimulator system. A scan revealed a clot and the pt experienced a symptomatic return to surgery. The pt realized total device system exp and the blood clot itself was removed. The rep reported on 2/13/07 the status following product and clot retrieval; the pt has recovered without sequela. The rep also confirmed that the pt is able to walk again. The device was explanted and has been returned to the MFR for eval. Add'l info has been requested from the physician. The scs system was not replaced.

Manufacturer narrative:
Preliminary device eval was not available at the time of this report. A follow-up report will be sent when add'l info becomes available.